Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced a bulge in the pelvis that resulted from a hernia of the inflatable penile prosthesis (ipp) reservoir at the skin level and migration of the reservoir from its original positioning. The patient underwent a surgical procedure to have the ipp reservoir explanted and a new reservoir was implanted.